Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor temporarily lost signal with the ilet pump, with glucose values disappearing from the pump for several minutes and then automatically resuming without further issue after basic education that transient disconnections can occur and typically resolve. No adverse clinical symptoms reported. Outcomes included no medical intervention, no hospitalization, and successful reconnection with continued use. User support included user interview and troubleshooting guidance focused on connection behavior and expected reconnection. Investigation of this case revealed a transient communication interruption between the cgm and pump that self-resolved, with no hardware failure identified. It was concluded, based on previously established findings for similar reports, that the cause was intermittent wireless communication disruption consistent with normal cgm-pump connectivity limitations.